Manufacturer narrative:
Investigation summary: catalog # 441743, s/n (B)(6): the customer stated the instrument was reporting false positive results. Two previous cases for this issue were closed after action taken. The resolution for this case is found in a related complaint. "During the investigation, it became clear that the issue was related to contamination rather than an instrument failure. Identifying this root cause required additional time, but the source has now been confirmed". The service max case was closed. The root cause of this complaint cannot be determined. There was no malfunction of the instrument reported so this complaint in not confirmed. Review of the device history record for instrument s/n (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and the instrument has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for the instrument and the related cases noted above have been closed. No other recent additional work orders were observed for the complaint failure mode reported. No samples were expected to be received as part of this complaint, and therefore no samples were available for returned material investigation. Waters advanced diagnostics (formerly bd diagnostics solutions) will continue to closely monitor for trends associated with instrument performance/operation related complaints. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported while using the bd bactec¿ mgit¿ 320 instrument, there were false positive results. There was no report of adverse impact to patients.